Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, patients were not crossing over from the server to the station the customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that two patients were not crossing from the server to the station. A technical support specialist (tss) attempted to locate the patient in the pyxis enterprise server (pes) but was unable to find them. The tss ran a cast query to locate the first patient but was unable to retrieve the patient's name because the provided medical record number (mrn) was incomplete. For the second patient, the query result indicated that the patient had been discharged. The tss then advised to the customer to readmit the discharged patient to resolve. The system functioned as intended after the technical support specialist troubleshot the device.